Manufacturer narrative:
The reported complaint of "the autopulse platform sn: (B)(4). Displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the archive data review. The root cause of the ua07 error was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unable to perform functional testing due to the ua07 error message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell module 2 was over-reported (defective), and it will be replaced to remedy the fault. Upon service completion, the autopulse platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 50006 was reported on (B)(6). 2020, and the load cell module 2 was replaced to remedy the fault.

Event description:
During shift check, the autopulse platform sn: (B)(4). Displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.